Event description:
Customer reported the lift column is not going down every time. Verified lift column intermittent both up and down. No pt injury.

Manufacturer narrative:
The service rep replaced the power supply. Verified system functions as intended.